Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. It was noted that the device was at elective replacement indicator (eri) and the device was in backup pacing mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.